Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device button was stiff compared to other devices of this type used previously. A new device was then opened and used to successfully complete the case. There was no patient injury. The device was returned for evaluation and it was found that the rocker switch was able to be pushed and the device was able to latch on.

Manufacturer narrative:
(B)(4). Date of follow-up report: 09/17/2016. Evaluation of the incident pencil confirmed the customer's report. The cause is due to an assembly related failure.

Manufacturer narrative:
(B)(4). The investigation found the rocker switch activation force to be out of specification. The width of the rocker was found to be larger than the width of the rocker window in which it moves causing friction and an out of specification activation force. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. The root cause of the activation force being out of specification was caused by interference between the rocker component and the rocker window in which it moves. Corrective action is being issued. Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued.